Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified medication for the event. The cause, hospitalization and action taken with pd therapy were not reported. At the time of this report, the patient has not recovered from the event. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.